Manufacturer narrative:
(B)(4). The reported complaint for "purge failure" is confirmed based on the attached photos. The product was not returned for investigation. The photos show multiple pump parts with blood contamination which could cause the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to blood within the pump. The cause of blood backing up into the helium tubing in the pump would be an iabc balloon rupture. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "pump would persistently alarm for "purge failure" whenever [the user] would attempt to start pumping immediately after insertion. [The user] attempted to start pumping with this pump several times. They decided to switch to a second pump. The second pump started up as expected without any issues". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump would persistently alarm for "purge failure" whenever [the user] would attempt to start pumping immediately after insertion. [The user] attempted to start pumping with this pump several times. They decided to switch to a second pump. The second pump started up as expected without any issues". The patient's current condition is reported as "fine".